Event description:
It was reported that the customer's insulin pump stopped and her health care professional does not want her on the pump. Health care professional wants the customer to stay on the shots even though the customer wants to be on the pump. Pump was not working for a week due to the customer running high all week. Customer's blood glucose level was 406 mg/dl. Customer was feeling tired, lethargic, out of it, thirsty, moody, and had glazed eyes. Customer contacted their health care professional and has treated for their high blood glucose levels. Customer does not want to troubleshoot the pump. Customer stated that the health care professional made her change the infusion set and the sites. This helped the health care professional determine the pump was not working properly. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.